Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline effusion was noted prior to the procedure. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Multiple transseptal attempts were made on an abnormally thick septum with a very small fossa. Two partial recaptures of the device were performed. Sweeps for effusion were conducted multiple times during the transseptal process and after each partial recapture. As the device was being placed, the echo physician stated the effusion at the start of the procedure, now appeared slightly bigger. No clinical significance of effusion was noted at time of procedure. It did not appear to be related to the laa and device placement. The patient was admitted and monitored and a pericardiocentesis was performed later in the day. The patient was stable and continues to be monitored.